Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material bending section could not be identified and definitive root cause of the issue could not be determined, as there was no observed deformation observed the might contribute to the retention of foreign material and no additional facility device reprocessing was reported or available the event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to an unspecified air/water leakage issue. There was no patient harm report as a result of this event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found on the distal end. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found on the distal end. The unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation, fluid intrusion, and imaging failure. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.